Event description:
It is reported that the device was implanted in 2000 and explanted in 2008, due to the patient falling and beginning to feel instability in the knee in the following weeks. The post on the lps had broken during the fall.

Manufacturer narrative:
Evaluation summary: it is reported that the patient had a fall and thereafter had instability in the knee. Also, the complaint reports that the post on the all poly tibia had broken during the fall. No product was returned for evaluation. Also, x-rays are not available for review. The cause of the problem appears to be the trauma to knee due to fall. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.